Event description:
Reportable based on analysis findings on 05-dec-2018. It was reported that the device would not cross the lesion. A 6mm x 20cm interlock and a direxion hi-flo fathom-16 system were selected for use. During the procedure, the catheter and the coil would not cross the unspecified lesion. There were no patient complications reported. However, device analysis revealed the coil was broken and had no fiber bundles.